Event description:
It was reported that during a check right before the machine was delivered , the cardiosave intra-aortic balloon pump (iabp) did not pass leak test . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6-(types of investigation, investigation finding, component code, investigation conclusion), h11. Corrected field: g2. Getinge field service technician (fst) found this issue. During pneumatic check, does not pass drive manifold test (step 1 vacuum leak and step 2 pressure leak). The fst replaced drive manifold assembly and performed diagnostic and functional tests. Equipment in normal operating conditions. Repair completed. Functional tests performed with positive outcome. The failure did not cause damage/inconvenience to operators/patients or delays in procedures. This is a device, that is used for demonstration, so there isn't a customer.